Manufacturer narrative:
Following completion of laboratory analysis, a supplemental report will be completed.

Event description:
It was reported that during a device interrogation, the unit was noted to be in a safety mode operation. The device was replaced with an allegation of early battery depletion and returned for analysis. No resulting adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety core and that both brady and tachy therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.

Event description:
It was reported that during a device interrogation, the unit was noted to be in a safety mode operation. The device was replaced with an allegation of early battery depletion and returned for analysis. No resulting adverse patient effects were reported.